Manufacturer narrative:
In the initial emdr, the model and catalog number was incorrectly reported as zxr00. The correct information should be ''unknown,'' as the product information was not provided. No additional information was provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a partial catalog number is known, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symphony intraocular lens (iol) was implanted into the operative eye of the patient. Post-operatively, two months after the surgery, the patient complained of night halos, starbursts, and concentric circles that could cause headaches. There is a planned explant to replace the current lens with a regular distant lens. No additional information was provided. The patient had bilateral lenses implanted. This report will capture one of the two lenses implanted. A separate report will be filed for the other operative eye.